Event description:
It was reported by repair work order that the customer alleged that the foot end jack could not pump up. Upon inspection of the unit by the service technician, it was confirmed that the jack could not pump up.